Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/6/2024, it was reported by a sales representative via email that the shuttling sutures at the bottom of the implant of an ar-4551 sutureloc meniscal root repair kit were stuck together and the knotless mechanism would not lock. The implant had to be backed up with a secondary fixation kit to complete the case. This was discovered during a meniscal root repair procedure on (B)(6)2024. Additional information received on 12/3/2024: it was reported that the scorpion needle broke inside the scorpion. The anchor remains in the patient, but all other fragments were removed. The case was completed using another ar-4551 sutureloc meniscal root repair kit. The case was delayed between fifteen to twenty minutes; however, the sales representative did not know if additional anesthesia was administered.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 4/28/2025: it was reported that the issue involved two needles. The first needle was not grabbing the sutures to pass it through the meniscus. A second needle was opened, and the tip broke off, which remains in the patient.

Manufacturer narrative:
Additional information: g3, h3, h6 the device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded the most likely cause. The most likely cause is user error. The complaint allegation was not confirmed. The failed device is not shown in the customer's attached picture.